Event description:
This lead was explanted and replaced due to high threshold and impedance less than 200 ohms. The lead was retained by the hospital. Should additional information become available, this file will be updated.